Event description:
Port was implanted on 4/11/97 and on 4/30 infiltration of medication was noticed. Port was explanted on 5/5. Catheter segment was retrieved from the right atrium. The catheter segment was not saved. The dr originally reported that the catheter severed in half, and later reported that the catheter came loose where it was connected to port on port stem. A new port and catheter were placed.

Manufacturer narrative:
Device evaluation: the port was returned on 5/21/1997, without the catheter. Since the catheter was not returned with the port, proper evaluation of the reported incident was not possible at that time. There was no apparent damage to the port connector or the sleeve and lock assembly. The mfg records for the product were reviewed and no anomalies were noted. The catheter was returned on 4/9/1998. Iridescent crystalline material was observed across the length of catheter (7.7"). Some fibrous material was observed near the center off the length. One end of the catheter had appeared to have become hardened. Upon further investigation, this hardening was observed to be an occulusion of the catheter with proteinaceous material. One end of the catheter was occluded. This occlusion is the most probable cause of the catheter disconnection. As drug was infused into the port and catheter, the back pressure caused by this occulusion could result in a disconnection.